Event description:
It was reported that water leaked from the connection part of the foley catheter during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The reported failure is within specification as the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and rested with no cuffing or leaking noted. The balloon concentricity was observed to be 90:10. The balloon deflated passively with no cuffing or leaking noted. The drainage valve with water and no leaks were observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that water leaked from the connection part of the foley catheter during the pretest.